Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a problem getting the screwdriver and the handle to lock into place.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The root cause appears to be attributed to damage to the attachment end of the screwdriver from misuse and heavy usage. The date code of the screwdriver cv0206 indicates the instrument was manufactured in february of 2006. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.